Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. In addition, it was reported that the cartridge leaked. Customer's blood glucose level was 142 mg/dl. Customer declined to further troubleshoot with tandem technical support.